Event description:
The customer reported that the device did not alarm when the heart rate limit was exceeded. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.